Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to blood glucose (bg) levels of 24 mg/dl, due to settings needing adjustment. The customer attempted to self treat issue by consuming carbohydrates. Paramedics treated the customer with d50 and fast acting sugar which reportedly resolved the issue. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is using off label insulin (fiasp). Customer was released from the ER the same day with no permanent damage. Customer followed up with healthcare provider to adjust settings to better meet their diabetic needs.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.